Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cables to be broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment was observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. Failure analysis investigation also found the instrument's distal pulleys had mechanical indentations/burrs. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the mechanical indentations/burrs damage may be due to mishandling/misuse. No other damage was found.

Event description:
It was reported that during a da vinci sacrocolpopexy procedure, it was identified that the cable broke on the large suturecut needledriver instrument. There was no patient harm, adverse outcome or injury reported.